Event description:
It was reported that oversensing and pacing impedance out of range were noted on this lead approx. 14 months after the implantation. The lead was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned for analysis. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found squeezed and damaged 32 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Furthermore, cuts into the insulation were noted 22.5 and 18 cm proximal to the lead tip and a stretched rv shock coil was found. These damages most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.